Event description:
It was reported that following a stenting treatment procedure, thrombus and mi occurred and the patient died. The patient presented to the emergency room with chest and left arm pain and was admitted with the recommendation to see a cardiologist the next day. Two days later the patient underwent angiography which revealed a 90-95% stenosed lesion in the native obtuse marginal (om) branch and a 95% stenosed lesion in the svg that went to his om branch. The vessels were not tortuous. Using a direct stenting technique, a 2.5x12mm promus stent was advanced and deployed at 10 atm's for 28 seconds in the native om branch distal to the anastomosis of the vein graft. A 3.5x20mm ion stent was deployed at 14 atm's for 30 seconds in the vein graft. Post ivus confirmed the stents were well apposed with no extravasation. The patient had pre-existing back disk issues and complained of back pain during the procedure, plus the patient had continuous baseline bradycardia. The patient left the cath lab in stable condition and was transported on monitor back to his room with no problems noted. When the patient got up to his room, he experienced anxiety and complained of chest pain. EKG results revealed an acute mi and elevated st segment and the patient was brought back down to the cath lab. Angiography revealed a 100% thrombus block in the 3.5x20mm ion stent. A choice pt wire was passed through the lesion and an extraction catheter run 2x established flow. Low pressure inflation was performed with a 3.5x12mm apex balloon. The patient's blood pressure dropped and the patent was put on an intra-aortic balloon pump & temporary pacer, intubation and mechanical ventilation. Integrillin was administered but the patient went into full code. Multiple doses of epi, atropine & bicarb, vasopressin, max dopamine, levophed and then neosynephrine were administered. The patient become unresponsive and recessitation was performed. The patient expired on the table of the cath lab. The cause of death was an acute st elevation mi.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).